Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose reached 400 mg/dl while wearing the pod between 24 and 36 hours. The needle mechanism did not fully deploy as intended during activation.

Manufacturer narrative:
The device was received partially deployed with the slide insert visible in the viewing widow and the linkage assembly not fully retracted. The formed needle was visible in the exposed portion of the soft cannula. The linkage assembly did not fully retract after removing the top housing. The linkage assembly full retracted after removal of the pod chassis from the bottom housing. The portion of the formed needle that was exposed was found to be bent, which prevented the needle mechanism from fully retracting. It could not be conclusively determined when this damage occurred as the device was received with the formed needle exposed. Score marks were observed on the underside of the top housing, indicating that the linkage assembly was misaligned with the top housing. This misalignment resulted in contact between the top housing and the linkage assembly that prevented the needle mechanism from fully retracting during deployment. No issues were observed with the needle being unable to deploy. The pod ran for 3909 pulses before being deactivated by the user. Inspection of the fluid path found a tear in the exposed portion of the soft cannula which resulted in fluid leaking out of the intended fluid path. It could not be conclusively determined when or how this damage occurred. The download data contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin.